Manufacturer narrative:
Mfg site name - (B)(4). Investigation results a visual examination of the returned resolution clip device found that the device was half deployed. The clip assembly was unlocked from the bushing and located inside the over sheath. The clips were locked into the capsule. The yoke, which was still attached to the control wire, was then actuated and deployed. There was a kink in the control wire. Based on the evaluation of the returned device, the noted failure likely occurred due to anatomical or procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and the review shows that all acceptance records demonstrate that the device was manufactured in accordance with device master record.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter even after they "twerk" and push the catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter even after they "twerk" and push the catheter. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.